Event description:
A pt was found to have a minor burn mark on the skin of the thigh following a laparoscopic-gynecologic procedure. The affected area was just below the pt grounding pad and measured approx. 1cm in diameter. No remedial treatment was necessary. A needle electrode was used during the case but an examination of the device by the user facility did not locate any problem. The device was returned to service.